Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of myocardial infarction and death are known adverse events as listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that five days post xact stenting procedure in the left internal carotid artery, the patient experienced a myocardial infarction and died on (B)(6) 2011. Though requested, there was no additional information provided.